Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown mpt cp plate. Device remains implanted.

Event description:
A week and a half prior to MRI x-ray showed the plate wasn't broke. A few days after having an MRI for my back it was viewed by x-ray by my foot doctor and the plate was broke in half.